Event description:
During an atrial fibrillation cryo procedure, post transseptal access, the patient developed a tamponade and a pericardial effusion was confirmed with the use of intracardiac echo. A pericardiocentesis was performed to stabilize the patient. There were no performance issues noted with the device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported effusion could not be conclusively determined. Review of the device history record was not possible as the lot number is unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.